Event description:
It was reported that during a coronary eleuting stenting treatment procedure, a stent dislodgement occurred. The 75% stenosed lesion being treated was located in the severely calcified, mildly tortuous mid left anterior descending (lad) artery. The physicain attempted to reach the lesion with a 2.50 x 16 mm taxus express2 drug eluting stent. However, the taxus stent became stuck in the proximal lad. The stent dislodged in the proximal lad and could not be located in the pt. The stent remains in the pt. The physician predilated with a 20 mm maverick balloon. The procedure was completed by placing a 2.75x16 mm and a 3.0x20 mm liberte bare metal stent. No pt injuries or complications were reported. Pt status is listed as "in good condition".